Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. Device had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump has been alarming no delivery for about a month and he experienced high blood glucose over 400 mg/dl. Troubleshooting was performed and the customer received a no delivery alarm. The insulin pump was replaced and returned for analysis.